Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue and high capture thresholds. As received, a complete lead was returned in one piece. The helix was extended and clogged with blood and tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found over-torque of the inner coil at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. After cleaning the helix and cutting the lead, the helix can be retracted and extended by applying torque directly at the inner coil. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region and over-torqued of the inner coil. The reported event of high capture thresholds was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for right ventricular (rv) lead repositioning due to dislodgement. During repositioning procedure, it was noted that helix of the rv lead failed to extend, and the capture threshold was too high. The rv lead was explanted and replaced. The patient was stable.

Event description:
Additional information received indicated that the right ventricular (rv) lead dislodgement was confirmed via fluoroscopy.